Event description:
Malfunction of linear stapler ats45 with vascular reload during a laparoscopic appendectomy (lap appy). Patient developed bleeding at the site of stapler and extra steps had to be taken to stop bleeding. Physician requested re-evaluation of product. This has happened before with the same brand of stapler.